Event description:
It was reported that the shaft separation occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main (lm). A 4.00 x 12mm nc emerge ballon was selected for percutaneous coronary intervention (pci). During the kissing balloon dilation procedure, a nc balloon was positioned in the left circumflex coronary artery (lcx), while the intended nc emerge balloon was meant to be in the left main (lm) artery. As the delivery system was being advanced into the guide catheter, the shaft kinked and break off. The physician successfully retrieved all components intact, as one piece with the guide catheter, without causing any harm to the patient. The procedure completed with another nc emerge device and there was no patient complication reported.

Event description:
It was reported that the shaft separation occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main (lm). A 4.00 x 12mm nc emerge balloon was selected for percutaneous coronary intervention (pci). During the kissing balloon dilation procedure, a nc balloon was positioned in the left circumflex coronary artery (lcx), while the intended nc emerge balloon was meant to be in the left main (lm) artery. As the delivery system was being advanced into the guide catheter, the shaft kinked and break off. The physician successfully retrieved all components intact, as one piece with the guide catheter, without causing any harm to the patient. The procedure completed with another nc emerge device and there was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at 73.4cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.